Event description:
It was reported that the the black cable of the universal handpiece was stripped and the wires were exposed. There was no patient involvement, no adverse consequence was associated with the device.

Manufacturer narrative:
It was noted during evaluation that the cord was stripped and the internal insulated wires were exposed. There were no bare exposed copper wires.

Event description:
It was reported that the black cable of the universal handpiece was stripped and the wires were exposed. There was no patient involvement, no adverse consequence was associated with the device.